Event description:
It was reported the device exhibited a "no disposable" alarm. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: one device was received for device for evaluation. Visual inspection found the device's front and rear housing cracked, and fluid contamination on the upstream sensor, downstream sensor, and air detector. The device's event history log was reviewed for evidence of the reported problem, found ?no disposable alarm" messages in the log. Functional testing was conducted. Upon review the reported problem was duplicated. It was determined that the fluid ingression was the root cause. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.b3: unknown